Event description:
An olympus representative reported to olympus on behalf of the customer that black screen at angle on the diagnostic evis lucera elite bronchovideoscope during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Based on the results of the investigation, during the inspection the screen blacks out during angulation due to a defective charge-coupled device unit. Physical stress was applied to the insertion section during user handling. It damaged the image sensor unit, leading to no image. Additional findings were as follows: there were dents in the insertion tube. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.